Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured 0.2¿ proximal to the distal tip. The distal tip was noted to be bent 0.4¿ proximal to the distal tip. The catheter successfully attached to the catheter interface module with no anomalies noted. The catheter successfully established communication with the zonare viewmate system and the system recognized the catheter and the imaging screen was displayed. The catheter tip was placed in a phantom bath and the catheter was tested for image quality. Visual abnormalities were noted, the dot pattern appeared stretched. No interference or artifacts were observed on the display while the catheter was undeflected and deflected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed bent fractured catheter tip remains unknown. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
This report is to advise of a fracture noted during analysis.